Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion through an unspecified access set, three (03) unspecified baxter pumps alarmed "reload set. Tube not properly loaded in air detector 2". The issue was further described as, the tubing was primed with saline and the drip chamber was inverted as per the recommended procedure. The event occurred during initiation of a blood transfusion with packed blood cells. Furthermore, the retention clip did not eject from the pump when the door was closed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.